Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic bioprosthetic valve was failing and required transcatheter valve-in-valve intervention due to aortic insufficiency after an implant duration of two (2) years, eight (8) months. A 23mm transcatheter valve was successfully implanted inside the existing 23mm valve. Both devices remain implanted. There were no reported complications.